Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, respiratory tract irritation, dizziness and/or headache. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed no visible foam particles found during the device evaluation. Device was scrapped.